Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that the target lesion was located in the distal lcx with 90% stenosis. The target lesion was treated with pre-dilatation and placement of a 3.0 x 18 mm study stent. A 3.0 x 12 mm study stent was placed due to inadequate lesion coverage, followed by post-dilatation with 0% residual stenosis. Per core lab baseline index angio results, dated (B)(6) 2009: a second stent was deployed for a distal edge dissection. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.